Event description:
The customer complained that the stretcher's brakes were not working.

Manufacturer narrative:
The technician adjusted the brakes. Backed off on adjustments due to brakes being adjusted too tight, which resolved the issue. The stretcher is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.